Event description:
During the procedure of the aneurysm coil embolization after the 6th coil (subject device) detachment, 7th coil was advanced through the microcatheter but was unable to come out from the tip of the microcatheter. Multiple attempts were made to advance and retract the 7th coil without any success. Physician then re-sheathed the 7th coil and tried to retract the microcatheter from the aneurysm, however the tail of 6th coil got stuck in the tip of microcatheter. The physician tried to push out the 6th coil using a micro guidewire, but it did not work. So the microcatheter and the 6th coil were removed together as one unit. No clinical consequences reported to the patient.

Manufacturer narrative:
Adverse event/product problem: corrected to adverse event and product problem to address the medical intervention (using a microguidewire to push the coil). Outcomes attributed to ae: added required intervention to prevent permanent impairment/damage (devices) to address the medical intervention (using a microguidewire to push the coil). Expiration date: added. Type of reportable event: corrected to serious injury to address the medical intervention (using a microguidewire to push the coil). Device evaluated by mfg: updated. Summary: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was protruding from the distal end of the microcatheter and the main coil was kinked. In addition, the main coil was previously detached. Based on the information currently available, it is probable that the previously deployed 6th coil became jammed in the tip of the microcatheter during the attempt to place the 7th coil within the aneurysm, causing it to jam in the tip of the microcatheter causing it to become removed from patient along with the microcatheter. An assignable cause of caused by other will be assigned to the reported main coil jammed and main coil migration and the analysed main coil kinked, as the investigation indicates another device caused the issue. An assignable cause of procedural factors will be assigned to the reported device interaction with another device as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the procedure of the aneurysm coil embolization after the 6th coil (subject device) detachment, 7th coil was advanced through the microcatheter but was unable to come out from the tip of the microcatheter. Multiple attempts were made to advance and retract the 7th coil without any success. Physician then re-sheathed the 7th coil and tried to retract the microcatheter from the aneurysm, however the tail of 6th coil got stuck in the tip of microcatheter. The physician tried to push out the 6th coil using a micro guidewire, but it did not work. So the microcatheter and the 6th coil were removed together as one unit. No clinical consequences reported to the patient.